Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000556, serial/lot #: none, product ID: bi71000194, serial/lot #: revd, product ID: bi71000529, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. Hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant, handswitch and button function on pendant were not functioning properly. The site stated that there were some troubles with the pendant rotation and pendant button response/function. The site also stated that the door open button seems to work not as it should. The x-ray handswitch button was also not clear (0-1) during usage. The next step was to replace the damaged parts. No patient was present at the time of the event. Additional information was received that the potential cause of the event was that it was a mechanical erosion of the plungers. It lost the ability to move (the ball should move within the shell). It is a known issue that the plungers are losing their functionality after years of usage.

Manufacturer narrative:
H3) the pendant of the imaging system was returned to the manufacturer for evaluation. Analysis found that the pendant functioned as designed. However, it was noted that the laminate on the pendant was listing/delaminating on the lower face of the pendant. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The handswitch for the imaging system was returned to the manufacturer for evaluation. Analysis found that the 2d and 3d image acquisition buttons operated intermittently. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The pendant plunger kit was returned to the manufacturer for evaluation. Testing found that the plunger surface was worn and the plunger ball restricted movement. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.